Event description:
It is reported that the patient is experiencing pain, swelling, and loosening.

Manufacturer narrative:
This device is used for treatment. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however, no further information has been received to date. A definitive root cause cannot be determined with the information provided.